Event description:
It was reported the patient¿s stimulator had impedances of greater than 4,000 ohms on all bipolar and unipolar pairs. The patient had lost therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mnbg, implanted: (B)(6) 2014, product type: lead. (B)(4).